Manufacturer narrative:
(B)(4). Although there was a clinically significant delay in the procedure, the patient remained stable throughout the procedure but complained of groin pain. Angiogram was performed and physician determined there was no dissection to the femoral artery. Concomitant products: guide wire: 3.5-5.5 boston scientific filter wire; inflation: indeflator; guide catheter: 6f jr4; sheath: 6f; embolic protection: boston scientific. Against resistance; incorrect anatomy; above rated burst pressure (rbp). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed; however, the shaft separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use (IFU) states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It was reported the balloon was inflated above the rated burst pressure (rbp). The IFU states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. It was also reported that the sds was removed as resistance was encountered which likely contributed to the shaft stretching and separating as force was applied. The IFU states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system components. Further handling during the attempts to remove the device would have contributed to the additional damages noted. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure for treatment of a lesion in the non-calcified/non tortuous, proximal segment of a saphenous vein graft to the right coronary artery, right femoral access was obtained. A non-abbott embolic protection filter wire was advanced followed by a 6f guide catheter. Pre-dilatation was not performed. A 4.0x8 rx xience xpedition stent delivery system (sds) was advanced to the target site without resistance. The stent balloon was inflated to 20 atmospheres for 20 seconds and the stent was deployed. Negative pressure was applied and the balloon was deflated up to 30 seconds. Blood was noted to be entering the indeflator. The sds was pulled into the guide catheter with resistance and resistance was felt inside the guide catheter. The physician commented that if he continued to pull any harder it could cause damage to the sds. The physician wanted to remove the system as a single unit but was concerned that debris would escape from the filter; therefore, left femoral access was obtained. An aspiration catheter was advanced to the filter and the debris was aspirated. The physician then withdrew the guide catheter, guide wire, and sds as a single unit to the 6f sheath in the right femoral but resistance was felt once the single unit reached the sheath. The physician made an unsuccessful attempt to replace the 6f sheath with an 8f sheath; therefore, a .035 guide wire was inserted. The entire unit was removed successfully from the anatomy. Outside of the anatomy, it was found that the catheter shaft was separated inside the guide catheter and the balloon was confirmed to be ruptured. A 3.5x12 xience xpedition sds was advanced over a .014 guide wire to a more distal lesion and the stent was successfully deployed.